Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear plastic component. Visual inspection of the returned unit confirmed that the shield, an internal clear plastic component of the sleeve, was dislodged from the sleeve. Based on the condition of the returned unit and the description of the event, it is likely that the shield dislodgement was caused by non-axial insertion or removal of asymmetrical instrumentation through the sleeve. Applied medical¿s instructions for use (IFU) states, "extra care should be taken when inserting and withdrawing angular and asymmetrical instruments, such as 'j' hooks and clip appliers." The IFU also states, "all instruments should be centered axially when inserted through the seal." Based upon the description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable due to the dislodged shield. This report represents the combined initial and follow-up report.

Event description:
Procedure performed: notes hysterectomy event description: plastic piece from trocar seal fell into patient during device use. The physician removed the plastic piece to complete the case. No patient injury occurred. Plastic piece is available for return. Additional information received on 15sep2022 via email from [name], account manager: the instrument being used was a needle holder. Additional information received on 15 sep2022 via email from [name] account manager: the plastic piece reported by the customer was a fragment. Intervention: the physician removed the plastic piece to complete the case. Patient status: no patient injury occurred.